Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1007 captures the reportable event of constipation. Imdrf patient code e2311 captures the reportable event of discomfort.

Event description:
It was reported that a patient who underwent spaceoar placement procedure, called the physician to complained about constipation, pain and discomfort after two months after he completed 5 fractions of stereotactic body radiation treatment (sbrt). The patient was schedule for a magnetic resonance imaging (MRI) late in february. The patient has visit emergency department (ed), the issue was reported as ongoing.

Event description:
It was reported that a patient who underwent spaceoar placement procedure, called the physician to complained about constipation, pain and discomfort after two months after he completed 5 fractions of stereotactic body radiation treatment (sbrt). The patient was schedule for a magnetic resonance imaging (MRI) late in (B)(6). The patient has visit emergency department, the issue was reported as ongoing.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. DHR review was conducted and no deviations that could have contributed to the reported event were found. The events of "pain", "constipation" and "discomfort" are anticipated in the risk documentation. The instructions for use mentions "constipation (acute, chronic, or secondary to outlet obstruction)" as potential complications that may be associated with the use of the device. A risk review was completed and confirmed that the events of "pain", "constipation" and "discomfort" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, this investigation is assigned the most probable cause classification of "known inherent risk of device". Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1007 captures the reportable event of constipation. Imdrf patient code e2311 captures the reportable event of discomfort.